Event description:
It was reported that the patient had dizziness, was not feeling well, and did not tolerate lower heart rates. It was indicated that the patient's heart rate was 45 beats per minute and the device lower rate was programmed to 60 beats per minutes. The right ventricular (rv) lead had t-wave oversensing noted on one atrial fibrillation episode. A memory loop recorded was done for the patient and showed t-wave oversensing resulting in low rate drop out. The device and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.